Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead. It was noted that the rv lead helix would not retract appropriately and upon removal the helix was slightly extended. An alternative rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The proximal and distal conductors are kinked at 49 cm. The lead was returned with a kink in the proximal conductor and distal conductors which prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.